Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and cracked case near the display window corners noted during our visual inspection.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin or it was taking a long time to deliver insulin. She was having issues with the insulin pump since (B)(6) 2014. The customer was kept in the hospital because the insulin pump was not delivering insulin fast enough. Four months ago, she was sick and her doctor changed the basal rates due to an infection. Her high blood glucose symptoms were nausea, vomiting, agitation, she felt disoriented, and was urinating frequently. The customer noticed her blood glucose level was higher since she was pregnant with her daughter. Customer's blood glucose level was 198 mg/dl. She treated her blood glucose level with a manual injection. While priming the insulin pump, the customer received no delivery alarms in the past. The dome label sticker seemed to have rust underneath. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.